Manufacturer narrative:
(B)(4).

Event description:
The user is reporting the device indicated it was necessary to deliver a shock but when the shock button was pressed, the device did not deliver the shock. The patient did not survive.